Event description:
Based on limited information, the surgeon from this facility reported one of his patients returned with a post-op condition after the use of the calaxo screw being implanted. No other information is available for this incident.

Manufacturer narrative:
Device will not be returned for evaluation.